Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The distal 1/3 of the drilling surface is fractured away from the body and was returned in a baggie taped to the handle of the device. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states the drill bit is not intended for long term internal exposure and long-term implantation data is not available. The patient impact beyond the reported event cannot be determined; however, if any pieces remain there could be possible micro-motion and/or migration, and local irritation/discomfort. The root cause has been associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - clinical and impact code.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a an arthroscopy the drill of the microraptor was broken inside the body. All pieces were removed from the patient. The procedure was completed with a 45-minute surgical delay using a back up device. No further complications were reported.

Manufacturer narrative:
Correction in b5.

Event description:
It was reported that during a an arthroscopy the drill of the microraptor was broken inside the body. The pieces were removed from the patient, but it was informed that there was a risk that some could be remained inside the patient. The procedure was completed with a 45-minute surgical delay using a back up device. No further complications were reported.